Manufacturer narrative:
Occupation: product group manager.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir used with a cadd solis vip pump medication dispenser were used for continuous infusion of total parenteral nutrition (tpn) from 28.9 to 29.9 overnight. In the infusion, the volume of the cassette has been set at 85 ml and the infusion took place at a rate of 5 ml/h, the liquid volume of the container bag had been 85 ml. The display indicated that the tank volume would have been 1.7 ml at the end of the infusion, but the cassette was already empty. The infusion had not stopped automatically. There was inaccuracy as the actual ml-volume was different from what the display informed. It was added that the device also did not indicate "air in the tubing" when there was apparently air present. The air had gone into the tubing about 20 cm and only then did the device stop infusing and indicated air in the tubing. The infusion set was changed. There was no patient or clinical injury.